Event description:
It was reported that during an implantation procedure, loss of capture, sensing and impedance anomaly were observed. The lead was explanted and new lead was implanted. The patient was stable.